Event description:
It was initially reported through op notes that the pt underwent a generator replacement due to an increase in seizures and "vagal nerve stimulator malfunction." The notes indicated that the generator was interrogated in the out pt setting and found to be non-functional. During a review of a pt's programming history available in the MFR's programming history database, it was observed that the pt experienced a faulted systems diagnostic test on (B)(6) 2007 that resulted in the pt leaving with unintended settings. After the faulted diagnostic, the device was not interrogated or reprogrammed. The next available settings were recorded on (B)(6) 2007. At that time the output current/magnet mode output current had changed from 2.5ma/2.25ma on (B)(6) 2007 to 0ma/0ma on (B)(6) 2007, indicating that the generator may have been disabled as a result of the faulted diagnostic. It was also noted from the programming history that eri=yes on both (B)(6) 2007. Attempts for add'l info have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.